Manufacturer narrative:
The event occurred outside of the united states.while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product is not expected to be returned.

Event description:
It was reported that insulin leaked from the connector connection of the infusion set. This issue occurred a "few" times with different boxes. The infusion set lot number was unknown.